Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit, failed batt test alarms during testing. Unit had intermittent button response due to flattened act buttons dome switch. No unlocked lcd keypad connector noted. No excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting for no delivery alarm, cutomer received a failed battery test alarm. Troubleshooting was performed for failed battery test. Customer also reported that buttons were not responding. Customer was advised that insulin pump would need to be replaced.